Manufacturer narrative:
(B)(4). Date sent: 4/19/2024 d4 batch #: unknown additional information was requested and the following was obtained: what was the indication for the colectomy? What vessel was the device used on? Did the patient receive any pre-op chemo or radiation? Did the patient have any preexisting condition that could affect bleeding (i.e. Hypertension, etc)? If yes, were they controlled? During the operation, was the source of the bleeding identified? What generator power level was used? Can the generator log be pulled and sent in for engineering review? What is the patient's current status? Surgical indication for colorectal cancer. The device was used to dissect the access areas to the segments to be removed, throughout the surgical procedure. We are not aware if the patient had a pre-existing condition that could affect bleeding. During the reoperation, the source of the bleeding was identified. Generator was used at power 3 to 5. The generator can be obtained for engineering review. We currently have no information about the patient's condition. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what exact vessel(s) was the device used on? What was the source of the bleeding? Can the generator log be pulled and sent in for engineering review? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a colectomy a post-operative situation occurred where the clamp seal partially opened. Patient required reoperation due to bleeding. Patient is in the ICU intensive care center.